Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported, the coil got stuck in the microcatheter:during the coil embolization for a cerebral aneurysm, the coil was inserted into an sl-10 microcatheter (stryker). However, high resistance was felt within the microcatheter. The coil was attempted to be removed from the microcatheter immediately, but due to the high resistance, the implant was detached from the delivery pusher within the microcatheter. Immediately, the microcatheter was removed from the patient, and the microcatheter lumen was flushed. The detached implant was then successfully retrieved outside the patient¿s body. A competitor¿s coil was then used to continue the procedure. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
The investigation of the returned coil system found pusher broken at the transition area and the implant to be stretched at the proximal section, damaged, and separated from the pusher with the monofilament exposed, which is consistent with the alleged product issue. The exposed monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength and the pusher's tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to report investigation findings in h11.